Manufacturer narrative:
Findings: pump was received with detached end cap, cracked battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window, cracked case at display window corners.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 221 mg/dl. Customer stated that there is gap at the bottom of the pump near the dome label and the drive support cap. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.